Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported an infusion pump with a failure. The event was reported to have occurred during patient infusion. Patient was receiving solution when the pump presented a failure and began to sound an alarm. The pump was changed for another one immediately. According to the hospital representative, the patient was fine. No patient injury or medical intervention had been reported related to the device. No additional information or contact was available.